Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticm5_12.6 implantable collamer lens, -13.50/+1.5/090 (sphere/cylinder/axis), during the same surgery due to a blemish/scratch on the optic, noted once the lens was inserted. The backup lens was implanted and the exchange was uneventful with no sequelae. The cause of the event was unknown. The lens was lost.